Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. The event of erosion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient who has a history of glaucoma, slt, and cataract surgery experienced erosion with an implanted xen®45 gts in the left eye. Device was removed and event resolved.